Event description:
It was reported that on (B)(6) 2022, a 14f amplatzer steerable delivery sheath was chosen for procedure. A 6f pigtail catheter was also used. During procedure, the 6f pigtail catheter was advanced through the delivery sheath, and patient experienced st elevation due to introduction of air. A cardiac catheterization was performed, and an air embolism was noted on the right coronary artery. The air embolism was resolved during catheterization procedure. The patient was reported to be discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of air embolism was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022, a 14f amplatzer steerable delivery sheath was chosen for procedure. A 6f pigtail catheter was also used. During procedure, the 6f pigtail catheter was advanced through the delivery sheath, and patient experienced st elevation due to introduction of air. A cardiac catheterization was performed, and an air embolism was noted on the right coronary artery. The air embolism was resolved during catheterization procedure. The patient was reported to be discharged. Subsequent to the previously filed report, additional information was received that during the procedure when the patient experienced st elevation, the medications nitroglycerin and eptifibatide (integrilin) were administered. At the time of the st elevation, the problem was initially attributed to the aspirating from the pigtail before it was in the cardiac space. No device was ever implanted during the procedure. During the procedure, the continuous flush was attached to the side port of the delivery system. There was no aspiration done on the delivery system flushing port. On the echocardiogram, the apex of the left ventricle appeared bright white. The air embolism was resolved with a balloon and subsequent stent. The patient was hospitalized following this event.